Event description:
It was reported that the closure device shifted after release. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and all release criteria was checked. After meeting all release criteria the device was released from the core wire and it immediately moved proximally. The closure device was monitored and observed via transesophageal echocardiogram imaging and fluoroscopy. The device did not move anymore after the initial release and the physician made the decision to leave the closure device implanted in the laa while continuing to monitor the patient over the next few hours and until their discharge. There were no patient complications that were reported to have occurred.